Event description:
Report received from (B)(6) stating that "the parts got split up." It is known that this event did not occur during surgery. However, it is unknown if user or pt injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).